Event description:
The facility's biomed reported an infusion pump with an 912:00 failure code, which occurred during set-up. The biomed stated there have been no reports of any pt incident involving this pump since the last baxter service event. Add'l contact info was requested but no add'l contact was identified.